Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. In addition, the pumps battery gauge was observed to be fluctuating. The customer's blood glucose was 104 mg/dl. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source.